Event description:
Event occurred regarding a microclave clear neutral connector where they reported that the microclave internal components looked to have stuck down and the blunt canula exposed and caused blood to flow out and spill. There was patient involvement, and no patient harm was reported.

Manufacturer narrative:
Investigation summary one (1) opened/unused and one (1) used list# mc100, microclave¿ clear neutral connector were returned for evaluation. As received dry blood inside and the seal was observed to be stuck down in the used sample was noted. No additional damage or anomalies were noted. The used shuntless microclave was dissembled, and no significant damage or anomalies were noted. Complaint of silicon was sunken can be confirmed. The probable cause is typical due to incompatible mating device during use, dfu states: dfu states: the clave connector is compatible with luers with an internal diameter (ID) between 0.062" and 0.110". A device history record lot review was performed and no relevant commodities, discrepancy or nonconformances were identified that might be related with the condition reported by customer